Manufacturer narrative:
(B)(4). This event is still under investigation. The follow-up report will be sent by 4/11/2011.

Event description:
The customer states that "in the middle of the case system stopped fluoroscopy and wouldn't reboot. Typically in the mornings at start up customer reports there is a error message image system not available."